Manufacturer narrative:
The lot history report was reviewed. There are no nonconforming material reports associated with this lot number.

Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of symptom: post procedure (in 2007). It was reported that after the physician successfully implanted an acculink carotid stent, the patient developed hypotension and a minor facial paresis. The patient's hypotension was resolved after a few hours. The patient's condition is characterized as a flattened nasolabial fold and an asymmetry while smiling and is currently on-going. No additional information is available.